Manufacturer narrative:
Analysis determined the collet was not fully locked into place. The catheter was returned in segments. It was found to be patent. No leaks were identified. Initial patency testing found the catheter to be occluded. However, the occlusion broke loose during the decontamination process and passed subsequent patency testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Logs showed the pump was delivering baclofen 1000.0 mcg/ml at 239.7 mcg/day. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 237.2 mcg/day. It was reported that the patient was not in a clinical study. The reason for catheter removal was a possible occlusion. The device was used with/in the patient. The intended use of the device was treatment. The patient recovered without sequela, and there was no [additional] patient injury or death. It was unknown if there was a loss of therapy.

Manufacturer narrative:
References the main component of the device system the relevant components include: product ID: 8780, serial# (B)(4) implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml unknown baclofen at a dose of 237.2 mcg/day via an implantable infusion pump. It was reported that there was "no luck" accessing the catheter access port (cap). The hcp attempted to access the cap. The managing doctor was unable to draw back at cap and requested surgical intervention. The hcp was unable to draw back from catheter, the whole system was replaced. The issue was resolved at the time of this report. No symptoms were reported. The patient's status was "alive - no injury" and no further complications were expected or anticipated. The explanted pump and catheter were to be returned to the manufacturer for analysis.